Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted in ¿bacteria infection at abdomen¿ (peritonitis). The breach in aseptic technique was not further specified. On an unknown date, the patient was hospitalized for peritonitis. Treatment details were not reported. Dianeal therapy remained ongoing during hospitalization. At the time of this report, the patient has not recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.